Event description:
The customer states that one patient sample generated an architect total b-hcg assay result of <1.20 miu/ml. The sample retested at 4000 miu/ml. There is no further information. There is no impact to patient management reported.

Event description:
The customer states that an insulin-dependent diabetic patient generated an initial axsym troponin-I adv assay result of >22.78 ng/ml. The customer performed an auto-dilution of the sample (1:10) and generated a final result of <18.22 ng/ml. The customer then performed a manual 1:10 dilution of the sample and generated a final result of 49.0 ng/ml. This issue occurred with two different samples from the same patient. The patient was transferred to another hospital and generated a result of <0.04 on two different platforms. There is no impact to patient management reported.

Manufacturer narrative:
(B)(4). Additional information from the customer site found that when the patient sample was tested using scantibodies tubes a negative axsym troponin-I adv result was generated. Also, it was verified that this patient may have come into contact with rodents. There were no returns available from the customer site. No testing was performed as part of this investigation as material was not available for return from the customer site and sufficient information was available to investigate the complaint. The investigation began with a review of the manufacturing and testing documentation for the reagent and found that all testing met passing specifications for the axsym troponin-I adv reagent lot 69197jn00. Control and panel specimen values were assessed at the final product release testing stage for all lots and were found to be acceptable. Axsym troponin-I adv reagent lot 69197jn00 was analyzed using statistical process control (spc) against all lots manufactured since june 2006. The analysis demonstrated this lots performance to target within statistical control. A review of customer complaints was performed to date to determine if other customers have experienced this present customer's issue and no related complaints/issues were identified. Based on information to date, it was determined that the most likely cause for the elevated troponin-I result was sample specific interference; however, as sample is not available for return, interference could not be confirmed conclusively. Also after review of internal and external data sources, there is no indication the exogenous insulin may interfere with the axsym troponin-I assay. The customer's issue is addressed in the axsym troponin-I adv package insert ((B)(4)) under the section entitled, "limitations of the procedure," which addresses various factors that may cause anomalous values. The investigation demonstrated that the axsym troponin-I adv assay is performing within its intended use, label claims and specifications. No deficiency related to the performance of the device was identified. This is a final report.

Manufacturer narrative:
This report is being filed on an international product, list number 8k19 that has a similar product distributed in the us. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.